Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the packaging of the delivery catheter tore incorrectly while attempting to open the packaging. The packaging had partially tore at an angle and the product was unable to be removed without breaking sterility. The delivery catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The analyst noted products were not received with packaging at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.